Event description:
It was reported that a patient underwent primary breast augmentation with an unspecified mentor saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2023, the mentor failure analysis lab received the device for evaluation. On november 28, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline implant breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified three (3) tears (tears a, b, and d) on the anterior view, and one tear (tear d) within the crease/fold. Additionally, a fourth tear (tear c) was found on the posterior view, the tears measuring respectively 0.1 cm, 0.1 cm, 0.1 cm, and 0.1 cm. Microscopic examination was performed on the edges of the ruptures a, b, and c, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the possible cause of the rupture d is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.